Event description:
Reporter indicated that a handheld computer was apparently giving shocking sensations when it was being used, indicating a possible malfunction. No serious injury was reported. The handheld computer, charger cord, and software were returned for product analysis. No anomalies were identified that could have contributed to the reported shocking sensations.